Manufacturer narrative:
Method: the device is reported to be returning for an analysis. At this time the device has not been received by the manufacturer. The distributor has reached out to their customer for return of the device. A review of the device history record (DHR) was conducted for the lot number provided. Pictures were obtained of the suspect device. Results: results will be provided once the device is received and the evaluation and investigation have been completed. Per the DHR review the lot meet all manufacturing specifications at release. Conclusions: at this time I-flow is pending the return of the device for an evaluation. The investigation is ongoing, once completed a follow-up report will be submitted.

Event description:
The pharmacy reported that an ondemand button was stuck with the yellow indicator in the bottom position. This is a (B)(6) female patient who underwent right total knee replacement surgery on (B)(6) 2014. A cb006 pump was connected to an adductor cannal nerve block catheter (perifix epidural cath). The pump worked fine until (B)(6) around 10:45 am when the patient pushed the ondemand button, and it stuck down with the reservoir indicator on empty. The patient did not experience any injury or signs and symptoms of medication toxicity. The patient's condition was reported as stable. The pump was replaced with a new cb006 pump. This pump's lot number was 0200991709 and was filled at 550ml with 0.2% ropivacaine. The saf rate was set at 10ml/hr and not changed.